Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lap colon procedure, "it had cost to make the firing," although afterwards it had gone well. Prior to firing, the indicator located in middle-b of the green gap setting scale. The healthcare professional waited 15 seconds after closing the device and then retightened prior to firing. The device was not difficult to close however the device was difficult to fire. The surgeon had to use excessive force to perform the firing of the medical device. The healthcare professional received audible and tactile feedback when firing the device. The donuts were inspected and they were formed correctly and there was a complete transection of the cutting washer which was visually confirmed. There were no staple formation issues identified, there was no delay to the procedure, the procedure was successfully completed, and there was no patient consequence. The patient's current status is "healthy."